Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported damage to the delivery catheter was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and damage to the filter support structure preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that when loading the filter into the delivery catheter (dc) pod of the emboshield nav6 embolic protection system (eps) with the torque device, tip of the dc pod noted to be bent and the filter support structure was noted to separated (not in 2 pieces). The filter could not be loaded into the dc pod. Therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.